Event description:
The tip of the screwdriver have been worn out. This of course is done over time.

Manufacturer narrative:
Five (5) mmsi final tightener ¿ x25 drivers [product code: 2797-12-600] were returned to the complaints handling unit (chu) for evaluation. Visual examination indicated that approximately 1mm of the hexlobes on the five returned drivers¿ distal tips had become stripped. Also, the observed damage notes that it is in the direction of tightening. The damage is consistent with x25 drivers that were on axis but was not fully seated during use. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the five x25 final tightener distal tips becoming stripped cannot be positively determined. However, the observed damage is localized to the tips of the driver feature suggesting that a possible root cause may likely be that the x25 drivers were not fully seated in the setscrew during the tightening step. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.